Event description:
Hcp reports the patient presented with complaints of urinary incontinence which spontaneously resolved. Later, the patient again complained of this same problem along with trouble walking. A few weeks later patient went the the emergency room after experiencing 3 days of leg paralysis and bladder/bowel incontinence. Labs taken in the emergency room: erythrocyte sedimentation rate: 76, a "few" white blood cells, and no fever noted. Nurse turned off the pump and removed the drug (morphine-unknown concentration & tetracaine 3mg/ 1 ml at 1/2 cc/day. A cat scan with myelogram was performed which showed complete blockage at l1. The hcp believed there was an abscess at l1-t8. A neurosurgeon was then consulted. He performed a laminectomy and found dense adhesive tissue and noted the epidural space was scarred. Pathology on the inflammation found "no infection, no blood, no contaminates.